Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch (mw5104457) was received with the following information: "during attempted lumbar drain placement, catheter unable to continue advancing upon catheter removal. Part of the catheter was retained."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch (mw5104457) was received with the following information: "during attempted lumbar drain placement, catheter unable to continue advancing upon catheter removal. Part of the catheter was retained."

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Lumbar cat accy kit (910121) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed and found no anomalies. Without actual device to investigate, complaint is considered unverifiable and its exact root cause could not be determined. The most likely cause of catheter fracture is the catheter removal while the tuohy needle is still in place. As stated in the device instructions for use (bl 915003-rev 8), ¿to avoid catheter damage, do not withdraw the catheter after it has been inserted into the needle. If the catheter must be removed, withdraw the needle and catheter simultaneously¿. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.